Event description:
A healthcare facility in china has reported via nmpa reporting system that rd900azu neopuff infant resuscitator was leaking air and further inspection revealed that the gas inlet port was damaged. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900azu is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Fisher & paykel healthcare (f&p) has requested further information and photography of the reported malfunction but could not receive as the subject device has been repaired. Method: the subject device, rd900azu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for an evaluation. Our investigation is based on the information provided by healthcare facility, and our knowledge of the product. Results: the healthcare facility has reported that the subject device had a damaged gas inlet port. It was further reported that the device has been repaired. Conclusion: we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.